Event description:
A male patient saw his primary care physician (pcp) in connection with complaint of "heartburn" pain in the abdomen and "occasional left arm pain." Pcp used the device to perform a resting ECG test on the patient. The device's 10 second ECG interpretation was "within normal limits." Pcp signed off the ECG report. Nine days later, the patient died.

Manufacturer narrative:
Qualified manufacturer personnel reviewed ECG report generated by device for patient and determined that the device operated according to specifications and per the labeling distributed with the device. Device operation manual states that "the interpretations provided by the iqmark digital ECG are for the exclusive use of licensed physicians or personnel under their direct supervision. The suggested interpretation, including numerical and graphical results, should be examined with respect to the patient's overall clinical condition. It is the responsibility of the physician to ensure proper administration of the test, making a diagnosis, obtaining expert opinions on the results, and instituting the correct treatment." Acc/aha clinical competence statement on electrocardiography and ambulatory electrocardiography cites studies that suggest "that computer analysis cannot substitute for physician interpretation of ecgs." And "although computer interpretations of ecgs may have useful adjunctive value, they cannot substitute for interpretations by experienced electrocardiographers and should not be used in making clinical decisions."